Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display, cracked battery compartment and moisture corrosion in the pump. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: testing confirmed the battery compartment has corrosion inside. A leak test was performed and found a battery compartment leak. Observed the battery compartment has multiple cracks at the opening of the battery chamber one extending to the primary seal. The battery chamber threads are intact. A test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. The pump was opened to check for internal moisture damage. No evidence of moisture ingress visible on internal components. Observed the text on the display screen is starting to dim/faded and become discolored. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.